Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: durasul, alpha insert, hooded, mm/28; ref(B)(4); lot#2868152. Allofit alloclassic, shell with polar screw plug, uncemented, 60/mm; ref#(B)(4); lot#2746740. Cocr head, xl, 28/+8, taper 12/14; ref#(B)(4); lot#2637601. It was reported that the patient was implanted with an alloclassic stem on (B)(6) 2018 and underwent revision surgery on (B)(6) 2023 due to a periprosthetic bone fracture due to a fall. The product was not returned, but an image was received which shows the removed alloclassic stem with the mounted cocr head. Both parts are covered in blood and tissue remains; therefore, a detailed assessment could not be performed. The visible surfaces appear inconspicuous. A review of the device manufacturing records of the stem confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. Based on the provided information, the most likely root cause of the reported issue is attributed to the patient's fall. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent revision surgery due to a pp (periprosthetic fracture) fracture, approximately 5 years and 6 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10/d11: concomitant medical products: durasul, alpha insert, hooded, mm/28, ref# (B)(4), lot#68152. Allofit alloclassic, shell with polar screw plug, uncemented, 60/mm, ref# (B)(4), lot# 2746740. Cocr head, xl, 28/+8, taper 12/14; ref# (B)(4), lot#2637601. G2- australia. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.